Event description:
Had used dexcom cgm for 2 years. Changed to a medtronics enlite cgm and the results were devastating. Enlite cgm would not be close to accurate. Complicated calibration procedure that simply was not accurate. Enlite cgm would read a low bs and suspend insulin pump. Would do finger stick and the monitor was off by 200 points. This product is so bad I can't believe it has FDA approval. I check blood sugar levels 10+ times a day. Results as indicated by trainer could be off by 20 %. It would suspend pump for low blood sugar of below 60 and finger stick indicated I was over 400.